Manufacturer narrative:
The electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction. Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (code 104) was confirmed in the downloaded data, but could not be duplicated. Upon investigation the monitor ECG acquisition and pulse delivery circuitry were tested and found to be fully functional. There was no sd card issue. The following factors could not be ruled out as potential contributing sources to the reported problem. The factors are: sd card not seated in monitor while in the field. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one shock at 21:01:09 on (B)(6) 2021. It was reported that the patient was in a nursing home at the time of the treatment event. The patient's ECG rhythm at the time of the treatment is unknown. The patient was receiving sd card faults (service code 104) on the days surrounding the treatment event. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. The patient continued use of the lifevest. Reporting event out of an abundance of caution as the patient's rhythm at the time of treatment is unknown.